Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
H10 additional narrative: product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned instrument confirmed the reported thread damage. The root cause is attributed to use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw type extractor was not able to connect with the stem (p/n: 101214040) when the surgeon attempted to explant the stem during the bha surgery on (B)(6) 2019. The surgeon could not insert the stem till correct position after broaching and trial repositioning. So, although the surgeon attempted to explant the stem for reinserting, the extractor was not fit with the stem at all and was not able to connect. Thus, the stem was explanted with other extractor (manufactured by other company). Finally, the surgeon inserted a smaller stem less than the stem in question. The surgery was completed outside a 30 minutes surgical delay because it had also taken a time for sterilizing the other extractor. There was no adverse consequence to the patient. The bullet tip type impactor was used at the surgery. It was checked after the surgery whether it was able to connect the stem and the extractor or not, it seemed that thread was distorted. Also, it seemed that thread of the inserter (p/n: 259807570) was distorted a little bit. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned instrument confirmed the reported thread damage. The root cause is attributed to use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.